Event description:
Hcp reported pt symptoms included increased pain, no withdrawal. Hcp reported they replaced the distal end of the catheter due to a catheter fracture. A portion of the catheter was left in the intrathecal space. Hcp discovered calcification at the tip of the remaining catheter. Hcp reported pt has better pain control since catheter revision but has a granuloma at the catheter tip.